Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages, 204 service code, asystole event, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and patient was receiving asystole alerts, add gel messages, and a service code 204 (belt/monitor unusable).